Event description:
During a low anterior resection procedure, the instrument was placed on the rectum, and after firing, the surgeon inspected the staple line and found malformed staples. According to the surgeon, no extreme tissue or force was used. There was no pt consequence.